Manufacturer narrative:
Analysis of the pump is not yet complete as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving morphine (20 mg/ml at 7.682 mg/day) via an implantable infusion pump. It was reported the pump had a critical alarm. The log files showed motor stall. The alarm was muted and the patient was provided oral opioids. The pump and pump segment of the catheter were replaced on (B)(6) 2021 and would be returned. The issue was resolved and the patient status was alive - no injury. There were no reported contributing factors. Further complications were not reported. A session report from an interrogation on (B)(6) 2021 at 3:19 was provided, indicating the pump was in a state of motor stall. Additional information was received. The motor stall occurred on (B)(6) 2021. The patient heard the critical alarm then experienced withdrawal symptoms.

Manufacturer narrative:
H3: analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis identified residue and wearing on the upper shaft of gear number two. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.